Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump and continued to use it while planning to use alternate insulin method if necessary, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and return of malfunctioning pump within specified time, confirmed shipping details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.